Event description:
It was reported that upon interrogation the pulse generator exhibited a premature elective replacement indicator. The patient had undergone a full body scan prior to interrogation. After a software download, the device resumed normal function.